Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not reported or reset the pump for this malfunction within the last 24 hours. Technical support provided information and assistance to reset the pump, and it did not recur afterward. The customer successfully rejoined the sensor session while speaking with technical support and planned to load new supplies and resume insulin after the call. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred.